Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - battery /(B)(4)/ model #: 1650 /catalog #:1650/ expiration date: 2019-01-31 UDI #: (B)(4) mfg date: 2018-01-03 (B)(4). Heartware ventricular assist system - battery / (B)(4) /model #: 1650 /catalog #:1650/ expiration date: 2018-12-31 UDI #: (B)(4) mfg date: 2017-12-10 (B)(4). Heartware ventricular assist system - battery / (B)(4) /model #: 1650 /catalog #:1650/ expiration date: 2018-12-31 UDI #: (B)(4) mfg date: 2017-12-07 (B)(4). Heartware ventricular assist system ¿ controller 2.0 / (B)(4) /model #: 1420 /catalog #:1420 / expiration date: 2018-08-31 UDI #: (B)(4) mfg date: 2017-08-31 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced power switching and possible pump stops. Additionally, the site reported that there was a break in the outer sheath of the patient¿s driveline which had been previously reinforced with rescue tape in multiple locations. The patient also experienced electrical fault alarms on (B)(6) 2018. The site was unable to reproduce the alarms by manipulating the driveline and there was no damage to the driveline connector. No foreign material was observed in the controller driveline connector. The site further reported noting a high watt alarm without signs or symptoms of hemolysis; as well as two power up events on (B)(6) 2018. Adding to this, three of the patient¿s batteries experienced critical battery alarms in (B)(6) 2018 when they had capacities of more than 10% . Patient was admitted to the hospital for driveline sheath repair on (B)(6) 2018. The batteries remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the driveline cable, the controller, and three (3) batteries were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. Review of the controller alarm file revealed an electrical fault alarm on (B)(6) 2018. In addition, multiple reactivation events were recorded in the event file, indicating an open phase in the front stator. This caused the pump to run on a single stator and likely triggered the subsequent high watt alarm, due to the increased power consumption required to run on a single stator. As a result, the reported electrical fault and high watt alarms were confirmed. The previous driveline repair was removed during on-site inspection. The inspection revealed no anomalies and the reported electrical fault alarm could not be replicated. A re-do of the driveline sheath repair was performed upon completion of the inspection. Log file analysis revealed that the controller, contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the controller alarm file revealed four (4) critical battery alarms due to communication errors involving batteries (B)(4) within the analyzed period. As a result, the reported critical battery alarms were confirmed. Analysis of the data log files revealed premature power switching events that were due to communication errors involving (B)(4) and premature switching events due to momentary disconnections involving (B)(4). As a result, the reported premature power switching event was confirmed. A power source lubrication procedure was performed on (B)(6) 2018 to mitigate the reported conditions and the batteries remain in use. Review of the controller event file revealed two (2) controller power up events on (B)(6) 2018, respectively. The data point logged prior to the loss of power at 13:16:05 revealed that an adapter was connected to power port one (1) and (B)(4) was connected to power port two (2) with 93% relative state of charge (rsoc). Several momentary disconnections were recorded leading up to the loss of power. The data point recorded after the loss of power revealed that an adapter was connected to power port (1) and (B)(4) was connected to power port two (2). The controller was without power for 9 seconds. The data point logged prior to the loss of power at 15:10:00 revealed that an adapter was connected to power port one (1) and (B)(4) was connected to power port two (2) with 93% relative state of charge (rsoc). The data point recorded after the loss of power revealed that (B)(4) was connected to power port (1) and (B)(4) was connected to power port two (2). The controller was without power for 11 seconds. As a result, the reported losses of power were confirmed. Based on risk documentation and historical review of similar events, the most likely root cause of the reported electrical fault alarm can be attributed to a marginal driveline connection or contamination inside the driveline connector. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and batteries. The most likely root cause of the reported premature power switching events can be attributed to momentary disconnections and communication errors between the controller and batteries. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one power source. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation has been opened to evaluate momentary disconnections and implement corrective actions as required. Investigated momentary disconnections. Additional products: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Further review of events showed findings of raw data for analysis of logfiles. Section was corrected to reflect this review. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a correction. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.